Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardiac defibrillator. There had been no re-occurrence of the t wave oversensing since the initial event, so no programming changes were made. The patient was being monitored remotely. There were no patient consequences.